Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection confirmed the ruptured bladder. A microscopic inspection identified markings on the exterior surface of the bladder near the rupture line. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a folfusor ruptured during filling. The device was being filled with 5fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 26, 2013 and august 27, 2013. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.